Event description:
It was reported that while using 43 bd vacutainer® ultratouch¿ push button blood collection set, the blood flowed slow, and the customer noticed leakage at the end on the non-patient needle. There was no health impact or consequence reported.

Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received two photos for investigation. The customer photos depict a device with blood leakage in the holder and a sleeve that is not properly recovered over the non-patient cannula. Additionally, 30 retained samples underwent functional tests using 10 tubes per needle to assess the functionality of the device. All the samples passed testing as there was no evidence of side pierced sleeves, poor sleeve recovery, sleeve leakage, or insufficient blood flow during the draw. Furthermore, the same 30 retained samples were subjected to additional functional tests. All samples passed testing as they were able to be activated properly with no evidence of defects or leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: insufficient blood flow and sleeve side piercing. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using 43 bd vacutainer® ultratouch¿ push button blood collection set, the blood flowed slow, and the customer noticed leakage at the end on the non-patient needle. There was no health impact or consequence reported.